Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she never had a therapeutic effect. With the permanent implant, she practically got no relief. The health care professional (hcp) then took it out and placed another one on the other side and the patient had no way of knowing if she got any relief from that one. It was reviewed that the patient's lead was replaced on (B)(6) 2014 but not the implantable neurostimulator (ins). The patient then stated that it was the lead that was placed on the other side and she did not get any success. She always had leakage. The patient was doing better as of (B)(6) 2015, however, she dribbles most of the time. If the patient sat for a long time and stood up, like in church, she just went. About four weeks prior to (B)(6) 2015, she had an episode one night where she had to get up every 45 minutes and flooded the floor every time, at least 10 times a night. This also happened on thanksgiving and she could not see the hcp. She stopped taking her water pills. When she saw the hcp about two weeks ago, he took her off all the pills and now the relief had been wonderful. The patient was taking two pills a day and another pill that had some "hcc or hcg" in it twice a day. The hcp took her off all the pills. From the implant to (B)(6) 2014, she was seeing the manufacturer representative (rep) and the rep was adjusting therapy every 6-7 weeks. The patient's insurance changed and she stopped seeing the hcp. The last time she saw the rep was in (B)(6) of 2014. She asked the hcp if there was anything the patient could do, and the hcp said "no, the devices do not always work." For a while, the device was the center of the patient's life but then she moved on and gave up. It was further reported by the manufacturer representative (rep) on (B)(6) 2015 that they had seen the patient a few times for programming and it had been working. Then, it was not working very well so the hcp had decided to do a lead revision. The patient was agreeable to the lead revision. After the revision the rep worked with the patient on some programs and the last time they spoke she was doing a lot better. The rep and the patient had spent a lot of time together and talked a lot so the rep was surprised that the patient did not call her. The rep had last spoke with the patient a few months ago and she was getting at least 50% improvement. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Nooutcome, cause, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.